Manufacturer narrative:
Weight, race, ethnicity: unk. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -14.5/1.5/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown. Reportedly, "1. The new lens was implanted vertically. 2. The reasons for difference of refractive power between two lens are as follows: 1. Seq were almost the same; 2. At first, the patient couldn't wait for the surgery while a ticl with cylinder of 1.50d was in stock. The cylinder power of the new lens was the same as manifest refractive result."